Manufacturer narrative:
An event of atrial regurgitation and a suspected leaflet tear was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21 mm sjm trifecta valve was implanted in the patient's aortic position in another hospital ((B)(6) center). Severe aortic regurgitation occurred on the patient; a tear in the valve was suspected. The physician is considering a valve in valve procedure on the patient within this year, however has not yet been performed. The physician thought the issue was due to the valve.